Event description:
It was reported that there was a possible lead fracture, and the patient alert sounded for high svc impedance, greater than 200 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a possible lead fracture, and the patient alert sounded for high svc impedance, greater than 200 ohms. The lead was explanted and replaced and subsequently tested out of specification during manufacturer's analysis. An attorney letter further alleged that the patient sustained an injury due to the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured (clavicle-rib area); partial lead in segments returned and analyzed.